Event description:
The report was submitted by medwatch. It was reported that the catheter was being used on an 80 year old male pt. Physician was placing a central line in pt. When he was attempting to obtain access, he was only drawing back air. After two attempts, he identified the introducer hub was cracked; this delayed the procedure. The needles and kit were all disposed of in the sharps box. No injury to pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.